Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "burr on tip" (no code available [tip]). The surgeon reported a posterior capsule tear. The surgeon suspects the event occurred due to a burr on the tip. Multiple attempts were made for more information on the event, pt status, and sample return with no response to date.

Manufacturer narrative:
No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4)